Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited crosstalk and small r-waves. An attempt was made to lower output on the atrial lead to 1.0v (threshold is 0.75v) to omit crosstalk but it was still present. In addition to the crosstalk, bipolar sensing was 0.8mv and integrated bipolar was 3.5mv on the rv lead chronically. The decision was made to implant a new rv defibrillation lead. During the revision procedure; several locations were mapped in the ventricle but got poor r waves. R waves started in 7's and after tying down the lead had diminished to 1.75-3.125mv. R waves were felt to be inadequate. The decision was made to not implant a new rv defibrillation lead; rather add an rv pace/sense lead. The rv pace/sense lead was placed in the mid-high septum (a location that was unable to be used with the attempted rv defibrillation lead due to limited space and interaction with the chronic rv lead) with great sensing. The rv defibrillation coil impedances were stable and connected the existing rv defibrillation coils to the new implantable cardioverter defibrillator (ICD) while using the rv pace/sense lead as well. The procedure was successfully completed. No patient complications have been reported as a result of this event.